Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 - type of investigation and h11. The following sections were corrected: h6 - health effect - impact code and medical device problem code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. The incident reported may be the result of the broken implants as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 310-01-47 - equinoxe, humeral head short, 47mm (beta) (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6), 300-30-08 - equinoxe preserve stem 8mm (B)(6), 314-13-34 - equinoxe cage glenoid l, post aug, right (B)(6), 300-20-02 - equinox square torque define screw drive kit (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right tsa approximately 5 years ago. Subsequently, the patient reported that the right tsa "broke". The patient did not indicate any planned intervention at the time of reporting. No further patient impact reported. No further information available.